Event description:
It was reported that during a balloon angioplasty procedure, a catheter rupture occurred. The physician advanced a 2.50 x 24 mm promus element stent delivery system to the left circumflex and the proximal portion of the balloon catheter body ruptured. The procedure was not completed due to this event. No complications were reported and the patient's status is stable. Additional information has been requested, but not provided.

Event description:
It was reported that during a balloon angioplasty procedure, a catheter rupture occurred. The physician advanced a 2.50x24mm promus element stent delivery system to the left circumflex and the proximal portion of the balloon catheter body ruptured. The procedure was not completed due to this event. No complications were reported and the patient's status is stable. Additional information has been requested but not provided.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device noted a shaft break located approximately 190mm distal from the catheters strain relief. Further examination of the device noted that the stent was severely damaged, the proximal section of the stent was stretched back over the mid shaft. Microscopic examination of the balloon profile found no evidence of damage present. The balloon could not be inflated to the condition of the returned device. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).